Event description:
Patient had intra-aortic balloon catheter inserted for intra-operative cardiogenic shock. Around midnight, iabp console alarmed and blood noted in the helium drive line tubing. Iab catheter removed from left groin and replaced in lt groin 30 minutes after alarm. Iabp therapy resumed with new catheter functioning correctly.